Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6) h3: the m995402a001 intellis battery pack , serial # (B)(6), was returned for product analysis. Analysis revealed it will not charge. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller was not communicating with the implantable neurostimulator (ins) properly. Pt stated that when they used the recharger (rtm) with the controller to connect to the ins, they were able to successfully connect however once the rtm was disconnected from the controller, the controller would display no device found. The pt stated that yesterday, the controller wasn't recharging from the power supply, however then the controller did recharge properly; pt stated that they had the rtm hooked up to the controller for hours trying to recharge the ins; pt noted that usually the ins would be fully charged within an hour. An email was sent to the repair department to replace the controller. No symptoms were reported. Additional information was received from the patient. Pt received a new controller and reported it was not turning on. Instructed pt to plug in the ptm without the battery. The screen came on. Pt put the battery back in. Ptm started prompting pt to pair it. Pt could not pair it b/c controller battery was too long. When pt tried plugging the rtm, controller said to charge the controller. Pt plugged it back in the wall. Pt confirmed it had the green blinking light. Instructed pt to keep charging the controller and then attempt to pair it. Pt was concerned that yesterday controller was at 70% and now it said it was empty. Reviewed to charge it for at least an hour and call back if still not working. Pt called back stating that they received the replacement controller, however the controller would not power on after they inserted their battery pack into the controller. Pt stated that they had called and spoke with pss who advised them to charge the controller for an hour and then see what happens. Pt stated that they charged the controller for an hour and ten minutes, however the controller was still not powering on. Pt stated that nothing happened either when they connected the rtm to the controller. Pt stated that the controller battery pack was super hot. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt stated the green light was not coming on above the screen. The controller shut off immediately upon the pt disconnecting the ac power supply from the controller. Pss had the pt place two aa batteries in the controller; pt confirmed that the controller powered on. Pss was able to walk the pt through pairing the replacement controller to their ins successfully using aa batteries in the controller. Pt confirmed that they were able to turn their stimulation on during the call. Pt noted that the ins battery was at 100% yesterday and that currently the ins battery was at 100%. Pt mentioned that they were having back pain and that their back was killing them. Pt tried placing the battery pack in their old controller and that controller did not power on either. Pt stated that they didn't usually have to recharge their ins that often. Pss reviewed shipping expectations with the pt. Pss sent an e-mail to repair to replace the battery pack.